Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it did not provide an o2 concentration alarm as expected during testing. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device not providing an o2 concentration alarm as expected during testing was confirmed. Ventec updated the device's software to version and confirmed that the o2 concentration alarm triggered as expected during the final test. Proper device operation was observed through functional and performance testing. The cause of the device failing to alarm for o2 concentration during the initial device evaluation could not be determined.